Manufacturer narrative:
Eval summary: patient details such as weight, build and activity level are unknown. No x-rays are returned, so the type of fracture is not known. It is unknown whether the technique followed correlated with the surgical technique. Package insert contains warnings of device breakage if full weight bearing is undertaken prior to firm bony union. Patient's post-op compliance is unknown. There is insufficient information to determine the root cause of the reported incident. As returned, the pin was broken at the start of the threaded portion. Manufacturing records are in order and do not indicate any manufacturing anomalies. Sem analysis of the fracture surface of pin indicates that fracture occurred by fatigue. The device was in vivo for approximately 4-5 months.

Event description:
It is reported that the pin fractured.